Manufacturer narrative:
(B)(4). A carefusion field service engineer (fse) was dispatched to evaluate the ventilator. The fse confirmed a non-responsive touchscreen. The fse replaced the front panel to resolve the issue; calibrations were performed and instrument restored to specifications. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator touchscreen was not responding to touch after cleaning and when the screen would work the actual touch spot was 3 inches away from the control switch. The customer also stated fluid ingress was observed. The unit was not on a patient when the problem was detected; the problem was detected during performance checks. There were no reports of harm, associated with the event, received by carefusion.